Event description:
Product complication:none time of complication:immediately after the carotid stenting procedure in 2005, prior to leaving the cath lad. Symptoms: nausea it was reported that immediately after the carotid stneting procedure, just prior to leaving the cath lab, the pt was found to ahve hypotension and nausea. Fluid boluses and dopamine were given and the pt was transferred to medical ICU for further boluses and dopamine titration to treat the hypotension. Dopamine titrated was stopped and neosynephrine titration was given over next few days. The neosynephrine titrated was stopped in 2005 without recurrence of hypotension. The pt was discharged 2 days later normotensive. No additional information was available.